Event description:
A female patient contacted lifecor customer support to report that she was getting "adjust belt" messages. She stated that she had just changed the garment and adjusted the electrode belt. Support had the patient download and the download revealed right falloff. Support tried to send a patient service representative (psr) to replace the electrode belt, but the patient declined. Support shipped an electrode belt to the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. The white wire, which carries the signal for the right electrode, was off of its pad. The entire cable was strained. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown but is likely due to strain placed on the cable during patient use. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.